Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2018 and a suture was used. Prior to surgery, it was found that the packaging was perforated by the needle. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: concomitant medical products. Device evaluation: a partially opened box with thirty-six unopened samples of product was returned for analysis. During the visual inspection of the box, the opening strip of the film was torn, and a nail was observed on the back of the box. In addition, the box was opened and the foils were examined, and no damage or defects were found in the packages, since the box contained a lift which prevented the compromise of the integrity of the packages. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, an unopened box with a piece trespassing the box could be observed. However, no conclusion could be reached as to the origin of the foreign matter as the device was not returned for analysis.